Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump and meter have recommended different bolus amounts when using the ez carb calculator and entering the same carbohydrate quantity, the same blood glucose value, and at the same time. It was said that the devices were paired. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Additional information: a second device was associated with this complaint. Common device name: one touch ping meter remote; meter serial number (B)(4).

Manufacturer narrative:
Follow-up # 1 date of submission 07/10/2013-device evaluation: the pump has been returned and evaluated by product analysis on 06/10/2013 with the following findings: a review of the pump¿s history showed no related activity to the complaint. The insulin to carb ratio setting was set to 1u:15. During testing, the user¿s programmed settings were used to calculate an ez carb bolus for 150 carbs at the target bg. The pump correctly calculated a 10 unit bolus. The meter was returned and was unable to power on during testing due to moisture ingress. A test meter was used to perform an ez carb bolus for 150 carbs at the target bg. The complaint could not be duplicated or confirmed during testing and the meter failed to power on during testing due to moisture ingress.